Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated and no pacing was observed with magnet application. The device was to be replaced.